Event description:
It was reported that t:slim x2 pump battery would not charge and that pump history showed recurring power source alerts along with battery display stuck at 100%. There was no reported impact to the customer¿s blood glucose level. Customer initially resolved charging issue by changing wall adapter and using tandem charging cable, and later continued to use current pump while cts reviewed history, confirmed ongoing battery problems, and arranged replacement pump.